Event description:
"Cuff miss" - when trying to deploy the suture in the perclose device nothing anchors to the blood vessel and the suture doesn't pull through. Had patient contact, but no harm done. Used a new device which successfully worked. Reported to supplier, rep picked up. No charge replacement sent.